Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the actuation failure of cutter and unusual motor sound was generated occurred during surgery. The condition of aspiration was unknown. The type of surgery was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a blister, for the report. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and cut and nonconforming for actuation. No abnormal sound was observed. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Probe needle was not bent; however, the inner cutter was observed to be bent. Gouge marks observed at one location on the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported unusual sound and cut failure are not determined as the returned sample was conforming for visual and functional testing. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported actuation failure. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm the returned probe had a cut failure; the evaluation indicates that returned probe had an actuation failure. The cut functionality of the returned was conforming; however, the observed actuation failure could have caused the returned probe to not cut at the time the reported event was observed. A potential contributor factor for the actuation failure is the observed bent inner cutter observed on returned probe. How and when the inner cutter for returned sample became bent cannot be determined; however, a manufacturing related root cause cannot be ruled out. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. A non-conformance record has been completed related to the bent inner cutter. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).